Event description:
Subsequent to the initial report, the following information was provided: on (B)(6) 2014, the patient underwent a second mitraclip procedure. One mitraclip was implanted on the a2/p2 portion of the mitral valve, successfully reducing the mitral regurgitation grade from 4+ to 2+. No additional information was provided.

Event description:
This MDR is filed to report thrombus observed during use with the steerable guiding catheter that required intervention to prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient was screened and considered technically feasible for the mitraclip procedure with no issues observed. The steerable guiding catheter (sgc) preparation was performed following the instructions for use (IFU) indications and there were no damages or issues observed. The baseline activated clotting time (act) for the patient was 142. After performing a standard transseptal puncture, heparin was administered to the patient and the sgc was inserted per the IFU, in order to have about 3 cm of sgc in the left atrium, and the act was 200. After removing the dilator and guide wire from the sgc, a mass highly suggestive of thrombotic formation (18x6mm in dimension) was observed in the left atrium, between the atrial septum and the sgc. Additional heparin was administered to the patient at two different times (5000 u + 5000 u). The act increased to up to 260 after 1 hour, without effect on the mass. An anti-platelet drug was administered in addition to antithrombin iii (at iii). The act increased up to 390, with a 30% reduction in the mass dimension. It was decided to abort the procedure.

Manufacturer narrative:
(B)(4). Description of event continued: a filter protection device was used in the carotid arteries and the sgc was removed. A translation of the mass in right atrium was observed. Cerebral angiography was performed which excluded any issue for the patient. No changes occurred in the patients hemodynamic parameters. Since the act increased up to 390, protamine was administered in order to decrease the act value and to safely remove the sgc. It is the physicians opinion that the mitraclip device did not cause or contribute to the thrombus. The patients current status is nyha class iii with no neurological deficit. There was no adverse patient sequela. No additional information was provided. Concomitant products: mitraclip system lift, support plate, stabilizer. Medication: heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information, manufacturing records/complaint history and the analysis of the returned product were reviewed. The sgc showed no eternal damage. The device was operating within specifications. In this case, there was no reported device malfunction associated with the sgc. The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was reviewed by an abbott vascular medical advisor who concluded: there is no evidence of device deficiency or malfunction in causing or contributing to the left atrial thrombus. The patient was sub-optimally anti-coagulated as demonstrated by the act less than 250 after transseptal puncture and during introduction of the sgc into the la (left atrium). As stated by the treating physician, the device did not cause or contribute to the mass. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.